Event description:
A customer technical advocate (cta) was contacted with regard to short sample errors generated when using a cell-dyn 4000 analyzer. The account states that the short sample error messages have been ongoing the past two sample error messages have been ongoing the past two weeks and have not been resolved by troubleshooting performed by the account. In 2005, a patient hemoglobin result of 8.23 g/dl was obtained. The cell-dyn 4000 did not generate any flag or short sample error message so the result was reported. The doctors officr reviewed results against previous results for this pt noticing a discrepancy and questioned the result. The 3rd day the sample was repeated yielding a hemoglobin result of 12.3g/dl with corrected report sent out. Service was dispatched to resolve the issue. No implact to pt management was reported.